Event description:
It was reported to us that the patient died about 4 months after implantation. The patient was known to have chf at the end stage, chronic renal failure and ischemic heart disease. It is unknown if the lead was explanted or buried with the patient. No explant date was provided and device was not returned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.